Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker detected high right atrial (ra) lead impedances. The minute ventilation sensor was reprogrammed and remains in service. No adverse patient effects were reported. The device was included in the minute ventilation signal oversensing advisory population communicated on (B)(6) 2017.